Manufacturer narrative:
Concomitant products: ch10514524 valve implanted (B)(6) 2001; 419388 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The right ventricular (rv) lead and implantable pulse generator (ipg) were explanted and the ipg replaced. No further patient complications have been reported as a result of this event.